Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that both their right atrial (ra) lead and right ventricular (rv) lead may have migrated as a result of their poor posture. Both the ra lead and rv lead are still in use. No patient complications have been reported as a result of this event.